Event description:
A pump declared an altitude alarm, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer was able to resume insulin with the original cartridge after receiving tips from cts for preventing altitude alarms, which the caller understood and acknowledged.